Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Remains implanted.

Event description:
The customer reported that as the surgeon was inserting the dhs lag screw, the bone was hard and the screw sheared off the insertion device. The surgeon further reported that he had to cut the end of the lag screw in order to be able to put the plate over the top. The lag screw remained in the patient and the surgery was completed. The customer also reported that because of the hard bone they felt the bone should have been tapped. There was a surgical delay. The length of the delay is unknown